Event description:
A report was received that the patient had an uncomfortable ipg location. The physician relocated the ipg from the belt line to the abdomen and implanted 2 lead extensions. The patient is getting good stimulation and reportedly doing well following the procedure.